Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of doxorubicin in normal saline with a total volume of 37.5 ml was started. When the first clamp on the set was opened, the tubing separated from the bottom of the burette drip chamber causing a chemo spill. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the IV tubing becoming separated from the bottom of the burette drip chamber was confirmed. Visual inspection showed that the upstream tubing was completely separated from the bottom of the burette drip chamber. Microscopic examination revealed an absence of bonding solvent at the connection site between the two components. Functional testing was not performed due to the separation. The root cause of the failure was determined to be a lack of bonding solvent applied at the tubing-to-drip chamber engagement during production of the set.